Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that during set up for a gynecological procedure on an unk date, it was very difficult to attach the handpiece to the motor drive unit. The cpc coupler appeared to be out of alignment. A second motor drive unit was used to complete the procedure with no adverse pt consequences.